Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and a21 error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. No unexpected resetting time/date after changing battery noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No moisture and burn damage on electronics assembly noted.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was in 50's and 60's mg/dl. The customer's blood glucose at the time of incident was 69 mg/dl and current is 288 mg/dl. The customer treated their low blood glucose with food. It also stated that customer received no delivery alarm and drive support cap was normal. The customer was neither hospitalized nor admitted for low blood glucose. The customer stated that insulin pump was exposed to moisture and fluid in the reservoir compartment and o-ring inside lip of reservoir compartment was missing. The insulin pump will not be returned for analysis.